Event description:
It was reported that the left ventricular (lv) lead shows an intrinsic amplitude that is out of range. Technical services (ts) confirmed there is no evidence of undersensing and the right ventricular (rv) lead has been as low as 3.4 mv. The physician may consider induction to evaluate sensing and detection. It was also noted that the patient does not have a right atrial (ra) lead, and programming options were discussed in the context of the absence of an right atrial (ra) lead. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).